Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (mlad). A 2.50 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion and the distal part of the stent was caught by the calcification and got lifted. The device was removed and a 2.50 x 32 synergy¿ stent and was able to cross using a non bsc guide extension catheter and the procedure was completed. No patient complications were reported.